Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the black dimond micro forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken input disk and completely detached from the plastic housing. The missing piece of the input disk was not returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
It was reported during central processing, black dimond micro forceps instrument was not responding to manipulation of hand controls properly. There was no reported injury.